Event description:
On (B)(6) 2012, it was reported that the pt was in the intensive care unit of the hospital on (B)(6) 2012. She thinks the infusion device is delivering too low an amount of insulin. Her blood glucose level was over 400 mg/dl. The pt felt sick. It was reported that she had ketoacidosis and ketone+++. The pt has a condition with her nerves that prevent her from using her hands or arms. She was sent a replacement infusion device and her blood glucose levels returned to normal. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.